Event description:
A customer contacted baxter's (B)(4) to report a system error 2240/2367 in drain 3 of 5. The home patient (hp) stated she disconnected herself to use the restroom and when she returned she connected and the home choice started alarming. The technical service representative (tsr) explained the alarms and had the hp cycle power two times to clear them. The tsr then explained that the hp would need to start over with new supplies or finish with manual supplies. The hp just wanted to end therapy for the night. The tsr advised the hp to call the registered nurse in the next 24 hours to let her know what happened and to advise of ending therapy early. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the pd rn on (B)(6) 2010, who stated there was no patient injury or medical intervention associated with the incident. The patient has continued therapy with no further issues. This complaint for a system error 2240 (air in set) that occurred during drain 3 of 5 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Proper procedures per the user manual were reviewed with the caller. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).